Event description:
The customer stated that the gf-210ra multi-gas unit used for measurement of anesthetic gas agents, oxygen, or co2 displays a check water trap error even when a brand new water trap is being used. MFR 8030209-2015-00012.